Event description:
Hurt/pain- teeth [toothache]. Hurt/pain - mouth [oral pain]. Brush head fell off the handle while brushing - oral-b [device breakage]. Toothbrush will no longer charge - oral-b [device power source issue]. Case narrative: consumer via phone reported that the oral-b toothbrush no longer charged. No injury was reported. 26-jun-2024 follow up via phone: the consumer reported that the oral-b toothbrush head fell off of the oral-b toothbrush handle while brushing and hurt their mouth and teeth. No serious injury was reported. 26-jun-2024 via digital safety assessment survey: the reporter was a 60 year old male. No medical professional was contacted. Mouth and teeth pain had worsened. No serious injury was reported. 26-aug-2024 case update from information initially received on 22-aug-2024: the suspect product lot number was 30538335s0 (B)(6). No serious injury was reported.

Manufacturer narrative:
08-oct-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Hurt/pain- teeth [toothache]. Hurt/pain - mouth [oral pain]. Brush head fell off the handle while brushing - oral-b [device breakage]. Toothbrush will no longer charge - oral-b [device power source issue] . Case narrative: consumer via phone reported that the oral-b toothbrush no longer charged. No injury was reported. 26-jun-2024 follow up via phone: the consumer reported that the oral-b toothbrush head fell off of the oral-b toothbrush handle while brushing and hurt their mouth and teeth. No serious injury was reported. 26-jun-2024 via digital safety assessment survey: the reporter was a 60 year old male. No medical professional was contacted. Mouth and teeth pain had worsened. No serious injury was reported.